Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
13 mar 2026, update received adverse event info: does the adverse event involve a lumbosacral spinal level: yes, levels involved: l3-l4, l4-l5 sponsor assessment: possible related to the procedure and not related to tlif graft, to the interbody device and to the post fix device. Interventions action subtype: ae result in hospitalization action result: n action subtype: any other action(s) taken action result: n action subtype: did the ae result in any treatment action result: n diagnostic testing was performed. An MRI without contrast on (B)(6) 2026 showed stable-appearing sequelae of a previous l4-5 discectomy with hardware in place; the hardware appeared intact with no discernible loosening.

Manufacturer narrative:
D4, g4: product identifiers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-12 (B)(6) (rep, hcp, sdy): information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6). Adverse event/diagnosis: lumbar spinal degeneration with planned l3¿4 decompression and fusion and l4¿5 revision; onset (B)(6) 2025. Lumbosacral involvement: yes (l4¿l5). Subevent 1. Severity/seriousness: severe. Hospitalization: no. Life-threatening: no. Disability: no. Congenital anomaly: no. Medical intervention (seriousness criterion): no. Narrative: persistent radicular pain and functional limitation; revision surgery planned to decompress both l5 nerve roots and address right thigh symptoms. Diagnostics: no diagnostic tests reported. Interventions/outcome: ae resulted in treatment: yes; surgical treatment: yes. Other action taken: l3¿4 decompression and fusion; l4¿5 revision. Planned procedure: bilateral l4¿l5 discectomy and foraminotomy with extension of fusion to l3¿l4; surgery scheduled (B)(6) 2026. Outcome status: recovering/resolving; no outcome date reported. Relatedness: site: interbody implant not related; posterior supplemental fixation system not related; tlif grafting material not related; study procedure (index surgery) not related. Sponsor: possible related to the procedure, tlif graft, interbody device, and posterior fixation device.